Manufacturer narrative:
(B)(4). The complaint device was returned and currently under evaluation. Also, the data log was provided by the patient. The data was reviewed on 01/09/2015 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue..

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report intermittent out of range signal on (B)(6)2014. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.